Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed chipping to the clear washer component of the ar-8400css, along with scuff marks to the od of the both the inner and outer tubes, consistent with sites of metal debris production. This event is most likely caused by excessive bending forces applied to the device during use.

Event description:
It was reported during the rotator cuff the burr started to produce medal shavings. Some of the debris was very small and not all have been retrieved. The doctor was done shaving when the debris was discovered. He did not have to replace it to continue and the case was completed with no further issues. The rep was not in the case and also made the statement an x-ray was not taken to confirm the shavings.